Event description:
During removal of the umbilical vein catheters, the catheter was broken, and had to remove by an invasive procedure. The pt was transferred to (B)(6) hospital for the removal of the catheter, and the catheter is with the risk manager at rush. Dates of use: (B)(6) 2017. Diagnosis or reason for use: hypoglycemia.